Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that ¿unknown procedure the vapr vue wireless foot pedal would not connect to the box. The customer tried different boxes and batteries with no success.¿. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: minor scratches on the unit. Generator : pairing failure- as per the customer's complaint the vapr vue wireless footpedal would not sync with the generator. This was due to the transmitter pcb, and replacement of the transmitter pcb would correct this. There are broken inserts on the housing of the unit, and repair would require replacement of the housing. Since the housing cannot be replaced this unit is deemed unrepairable. No further testing or repairs on the unit will be conducted, and the unit will be placed into long term hold. The device was deemed non-repairable, and it is being placed into long term hold. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during an unknown surgery on (B)(6) 2021, it was observed that the vapr vue wireless footswitch device would not connect to the box. The customer tried different boxes and batteries with no success. During in-house engineering evaluation, it was determined that the device had broken inserts. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.